Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right atrial (ra) exhibited high pacing threshold measurements. The lead was surgically abandoned. No additional adverse patient effects were reported.